Event description:
Pt receiving hemodialysis on the baxter meridian device. There was a spike in the arterial and venous pressure above the alarm limits and device did not provide an audible alarm three times during therapy. Hcp reported the pressure indicators were "red" but the blood pump continued to run and there was no audible alarm. Hcp reported the alarms limits were opened by the staff, reset and treatment resumed. The blood lines were clotted off at one point and treatment had to be reinitiated with new blood lines. Pt was asymptomatic during treatment and left unit without incident. Hcp reported there was no pt injury and no medical intervention was necessary.